Event description:
On 09/15: customer reports CT staff were moving the injector into position for an injection. Pt was on the CT couch, but not connected to the injector. The arm broke at the collar where the j-bow connects to the horizontal arm. Technologist moved a gurney into the room. The suspension and powerhead were placed on the gurney and removed from the room. The injector powerhead has been placed on a floor pedestal mount and is currently in use, functioning fine.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.